Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Investigation summary: field technician stated issue of critical software failure was confirmed through error logs. On (B)(6) 2024, pcu was received unboxed and with paperwork. Pcu shuts down after 1min. 800.8000 critical software failure code. Corrupted application software loaded on the pcu logic board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed pcu logic board. Failure investigation report attached to qn in sap. Root cause: defective material from supplier.

Event description:
It was reported that the device had broken flange detection switch. There was no patient involvement.

Event description:
It was reported that the device had broken flange detection switch. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had broken flange detection switch. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 additional information: annex b: b01 annex c: c07 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken flange detection switch. There was no patient involvement.